Event description:
It was reported that the patient had to undergo middle ear surgery for medical treatment of purulent otitis media. During that surgery, the active electrode was damaged. Testing was carried out, which showed 1 short circuit involving 4 electrode channels, and 3 electrode channels showing status hi. The patient was reimplanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to another country's MFR where it wil be evaluated. When available, a device failure analysis will be submitted as a follow-up report.